Event description:
The customer reported a no boot situation resulting from a displayed communication fail error message. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sbc and the software upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.